Event description:
The report states that during a laparoscopic assisted vaginal hysterectomy, the surgeon felt that seals looked perfect at the time of surgery. However, the patient was brought back into surgery several hours later for post-operative bleeding.

Manufacturer narrative:
The site was indicated that the incident sample has been discarded. Further information on the specifics of the reported incident are being pursued. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.